Manufacturer narrative:
The case description states that the user had low bgs and received a 19 unit bolus that they did not initiate. The returned controller was inspected and found to pass all adb testing. The controller only responded when the screen was touched and interacted with. The controller was paired with an unused pod and was found to not deliver any boluses without interaction and programming during the investigation. When programmed, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on inputs. No problems were found with the returned controller. Log files were downloaded from the returned device. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log files shows the 19u bolus delivered on 03june2024 and shows that no carbs or bg values were entered and the confirm bolus button on the bolus calculator was pressed to deliver the bolus. No evidence of an uncommanded bolus was found in the log files. Inspection of the available android log files showed no evidence of an overdelivery of insulin. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. The algorithm was found to not suggested insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below the users setpoint when egvs were predicted to increase, which is expected behavior of the system. The phb data showed that the algorithm would stop suggesting when egvs were decreasing, as is expected. The system was found to function as intended.

Event description:
Customer reports he had put his pdm controller in activity mode for about 30 to 40 minutes when he received a 19 unit bolus that he did not initiate. He states he got a severe low because of it. He did not state what his bg levels were at, but he states it was low. No serious injuries or medical intervention was stated on the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.